Event description:
Reporter stated that the pt obtained back-to-back blood glucose results of 18.9 mmol/l, 9.9 mmol/l, 12.3 mmol/l, and 23.2 mmol/l. Reporter did not indicate if pt modified therapy based on these results. No adverse event reported. The suspect product was not returned to the MFR for eval.

Manufacturer narrative:
Event occurred in other country.